Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer hardware was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2 failed. The field service engineer (fse) went to the station with an escort and had pharmacy (rx) recover the drawer. The issue stemmed from user opening the service appointment when a c2 drug alert required a witness for recovery. The pocket had been recovered earlier, but the drawer had not; pharmacy completed the drawer recovery, resolving the issue. The system functioned as intended after the pharmacy technician and field service engineer resolved the issue.